Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the system was having errors on the e-100 generator. The customer tried to swap the instrument with no change. The customer had switched to the integrated electrosurgical unit (iesu/erbe). The customer had power cycled the e-100 generator multiple times before switching to the iesu. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product back for failure analysis. The e-100 generator was analyzed and failure analysis investigation replicated the customer reported complaint. The e-100 generator was installed onto the test system and failed testing. The power light emitting diode (led) turned red, the bipolar led did not turn on, and it would not cut/seal. Additionally, the e-100 generator had no physical damage.